Event description:
It was reported that the device experienced system error 105. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Baxter's evaluation is in progress. When complete, a supplemental report will be submitted.